Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that the needle mechanism did not deploy and that their blood glucose levels were 8 mmol/l (144 mg/dl). The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The download data showed that the device ran for 62 pulses, 51 of which occurred during first prime. The data showed that timeouts occurred in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism failing to deploy as intended. Inspection of the drive mechanism components found no damages or defects that would result in a drive stall. The high pulse widths with drive stall can be confirmed as the cause of the needle mechanism failing to deploy by the end of the second priming sequence. The exact cause of the high pulse width with drive stalls could not be determined.